Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Reportedly, customer believes that their bg levels decreased while doing some yard work. Customer consumed juice to stabilize bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to contact tandem technical support if they have any additional questions or require any additional assistance.